Manufacturer narrative:
Mfg site name - (B)(4). Investigation results a visual examination of the returned resolution clip device noted that the device was fully deployed. The clip assembly was not returned with the device. A kink in the control wire was noted. The sheath grip was detached from the over sheath. These failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #3005099803-2016-01547 pertains the first resolution clip device, manufacturer report #3005099803-2016-01548 pertains the second resolution clip device, and manufacturer report #3005099803-2016-01549 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure and after locking onto the tissue, the clip detached from the tissue in an open asymmetric state into the patient. The same event happened with the second and third clips. All three clips were successfully retrieved with forceps. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Mfg site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #3005099803-2016-01547 pertains the first resolution clip device, manufacturer report #3005099803-2016-01548 pertains the second resolution clip device, and manufacturer report #3005099803-2016-01549 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure and after locking onto the tissue, the clip detached from the tissue in an open asymmetric state into the patient. The same event happened with the second and third clips. All three clips were successfully retrieved with forceps. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.